Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13904. It was reported that the patient presented for an atrial lead revision and generator replacement procedure. Inappropriate auto mode switch (ams), oversensing noise and inhibition of atrial pacing had been noted on the atrial lead. During the procedure an insulation anomaly was discovered on the atrial lead. The lead was capped and replaced on (B)(6) 2019. The device was prophylactically explanted and replaced following the advisory. The patient was stable after the procedure.